Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an 44861 intermittent ram error code. There was no patient involvement.

Manufacturer narrative:
One device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during investigation. The customer reported complaint was confirmed during functional testing. During visual inspection the upstream occlusion seal was found buckled. The upstream occlusion seal was replaced.